Event description:
It was reported that a holter monitor showed that there were periodic skipped ventricular pace beats on two separate days. The skipped beats were due to false ventricular sensed events occurring coincident with an egm (electrogram) sample being automatically taken for the purpose of the egm viewer feature. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. Concomitant: 5086mri lead implanted: (B)(6) 2014. (B)(4).

Event description:
No patient complications have been reported as a result of this event.